Event description:
The pt was treated with catheter on 7/30/96 for a distal stricture. Approx 2-3 weeks postoperatively pt presented with abdominal discomfort. Parencentesis was performed and revealed a common infective organism in abdominal fluid and the urinary tract. Pt and family refused add'l exploratory intervention. Pt expired due to sepsis approx 24 days post operative. Autopsy revealed the ureteral incision had not healed completely with approx 3mm area remaining open. An incision was also noted in the peritoneum adherent at distal ureter. Pt had no infection prior to surgery and received antibiotics for only 2-3 days postoperative. No add'l antibiotic treatment was noted during postoperative course.